Manufacturer narrative:
The bench service engineer (bse) replaced the front bezel with a navigation ring. Following the replacement, the bse completed a performance verification test (pvt) which the device passed, confirming a return to full functionality. The bse restored the device to factory settings prior to sending the device back to the customer ready for use.

Event description:
Philips received a complaint on the v60 ventilator indicating that the navigation ring failed during device evaluation at bench service. The device was outside of use at the time of the reported problem. There was no patient or user harm reported. A bench service engineer (bse) determined that the front bezel with navigation ring needed to be replaced. The investigation is ongoing.